Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient mentioned they had gotten an MRI prior to this. This morning the patient tried connecting to the ins but they got a message that said, "device can't be found." The agent educated the patient on how to connect to the ins. After being educated, the patient had no issues connecting to the ins. The therapy was turned off. The agent reviewed how to turn therapy on. Once the therapy was turned on, the patient felt like the stimulation was "on a hundred" and was vibrating too hard in their vagina area. Agent reviewed that this was an indication the amplitude was too high. The amplitude was at 5.8 ma, so the patient decreased it to 5.0 ma and said they will maintain that amplitude for now. The patient did not require further assistance.